Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that 2 units of ar-4501, meniscal cinch¿ ii, was faulty. When using the 1st unit of ar-4501 through the meniscus, the head of the ar-4501 was broke. The first implant cannot be deployed. When using the 2nd unit of ar-4501, the first button falls off when pushing the button. This was detected during a meniscus repair surgery on (B)(6) 2025. The case was completed successfully by using the third ar-4501. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-4501, with batch number 15255251, revealed that the tip of the device was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to misaligned insertion, or prying/leveraging the device during insertion.